Event description:
During a rotator cuff repair, the anchors broke at the eyelet. Sales representative confirmed that the surgeon did not pre-drill prior to placing the anchors, but did use the ao two-finger technique. Anchors remain embedded in the pt's bone. A delay of about 20-minutes took place. Additional anchors were used to complete the repair.

Manufacturer narrative:
Devices in question were not returned for evaluation. As reported, the customer did not pre-drill the insertion site prior to placement of the anchor. MFR recommends the insertion site to be drilled prior to placement of any twin-fix anchor.